Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported required intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had required intervention due to hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had been vomiting. Upon arrival of fire and rescue team the patient was treated with 30 units of insulin via pen injections. The patient was with the fire and rescue team for 20 minutes.